Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused or contributed to the event. The limited available information and known risk of hernias associated with pd therapy, precludes the liberty select cycler from being excluded of having a possible causal or contributory role in the creation or exacerbation of a hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures (1), and the surgical introduction of the pd catheter also increases the risk of hernia formation (2). Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia (type unspecified) on an unknown date. The patient reported that due to the hernia they reduced her treatment. No further details were reported. Multiple attempts have been made to acquire additional information, however, to the date of this report no responses have been received.